Event description:
The customer stated that her contour readings had been higher than usual. While troubleshooting, she performed control tests and received results of 389 and 379 mg/dl. The normal control range was 109-151 mg/dl. No adverse events were alleged. The test strips were to be returned for evaluation, but they were not received by the qa lab. Replacement test strips and a new meter were sent to the customer.